Event description:
As reported, while surgeon tried to fixate the ventralight st mesh using sorbafix enhanced fixation device, the fasteners failed to fixate the mesh with some of fasteners hanging within the mesh. The loose fasteners were removed from the patient¿s body. It was reported that the event occurred on 1st deployment of a fastener. Another product was used to complete procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4)units released for distribution in (B)(6) 2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient."

Event description:
As reported, while surgeon tried to fixate the ventralight st mesh using sorbafix enhanced fixation device, the fasteners failed to fixate the mesh with some of fasteners hanging within the mesh. The loose fasteners were removed from the patient¿s body. It was reported that the event occurred on 1st deployment of a fastener. Another product was used to complete procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in february, 2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample found that the reported event of failed to fixate could not be reproduced by the device. Functional and simulated use testing found the device to function as intended. No manufacturing anomalies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.